Event description:
It was reported that a large volume folfusor leaked. The flow limiter was detached from the hose (tubing). This was observed when taking the pump out of the shipping box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 19, 2023, to september 21, 2023. H11: the actual device was received for evaluation. Visual inspection noted fluid inside a bag that contained the unit which suggested leak. Upon further inspection, a broken tubing was observed at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the event was due to the broken tubing related to extra solvent noted which caused melting of the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.